Manufacturer narrative:
The investigation of the reported failure mode has been completed. The complaint device not returned for investigation. Suction and low flow: data log reviewed, many suction alarms occurred during impella support. No motor current (mc) spike, no placement signal issue observed. A few purge spikes seen. Flows were in minimum side of specified range to the last 8hrs where flow was below 1l/min at p2. No positioning issue seen. The root cause of reported issue cannot be determined since the complaint device not returned for analyzing and no indication observed from log review. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant had an impella cp pump placed for the elderly patient admitted in with cardiac history and ventricular fibrillation arrest. The impella cp was placed but despite all troubleshooting and repositioning, there was suction. Additionally, there was a hematoma on the non-impella limb. The patient got red blood cells (rbcs) infused for the dropping hemoglobin and hematocrit and the rbcs could have benefitted the suction as well as the access site. After 74 hours, care was withdrawn and patient expired.